Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation revealed that the needle is jammed inside the shaft of the gun and about 2 cm of the distal portion of the needle is protruded through the jaws indicating that the needle was pulled out from the distal end of the gun. It appears that the flag on the needle that helps load and unload the needle onto the gun is missing. This failure can be attributed to mishandling of both the expressew gun and the needle. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 1 similar complaint and 3 dissimilar complaints for this lot released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4) - incomplete. The lot number is currently unavailable; therefore, the expiration date is unavailable. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that during the set up for a rotator cuff repair after loading the needle and dry firing the customer's expressew iii without hook, the needle would not retract. The scrub tech tried to force the needle back into the device when it broke mid-shaft. The surgeon completed the procedure with competitor's device with no patient consequences. There was a two minute delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.